Event description:
It was reported that shortly after implant of the right atrial lead, the patient experienced "extraneous stim." The lead was explanted and replaced. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.